Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient came into cath lab in cardiac arrest. Right common femoral artery accessed via micropuncture technique. 14f peel-away sheath inserted. Pigtail catheter and wire advanced into left ventricle and abiomed .018 wire placed into left ventricle. Impella cp was advanced into sheath and advanced to the right common iliac artery where it became stuck. The right common iliac artery was then accessed and a 6f sheath placed. Iliac angiography performed which showed left common iliac artery calcification. Left common iliac artery was treated with plain old balloon angioplasty. At this point the patient coded again and return of spontaneous circulation was unable to be achieved therefore the patient expired.

Manufacturer narrative:
The investigation was completed and no product was returned. Failure to advance: the cause of the failure to advance was not determined due to insufficient clinical details. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Device history review was completed and passed all post sterile inspection checks.